Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pouch around the waist and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up # 2 [date of submission (B)(4) 2012]-device evaluation: the pump was evaluated by product analysis on (B)(4) 2012 with the following findings: unrelated to the event the vibration function was not working. The vibration motor pins were found to be misaligned.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no lifting or damage was observed. During testing, the up arrow was found to be intermittently unresponsive and required multiple presses to elicit a response; the down arrow, ok and contrast keypad buttons responded appropriately and had normal click and spring when pressed. There was evidence of contamination found under the up arrow and down arrow key contacts.